Event description:
Information received by medtronic indicated that the customer reported an issue with the insulin pump and transmitter. The customer received an alert on the pump stating low battery and hence, changed the battery. The customer found that the metal piece came off the battery cap. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will continue to use the device and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.